Event description:
The customer reported that an 840 ventilator had an erratic display. The covidien customer support engineering (cse) verified the malfunction. The cse inspected the device and replaced the touchframe printed circuit board. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).